Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to t-wave oversensing and had its smart pass feature disabled. Technical services (ts) was consulted and discussed available troubleshooting options as well as device settings. This electrode was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.